Event description:
It was reported that complications were observed with the use of low-dose rhbmp-2 with autograft in the disc space. In this prospective review, pts underwent minimally invasive fusion surgery involving the insertion of percutaneous pedicle screws in the lumbosacral spine, together with interbody fusion. It is not known if this pt, who presented with radiculopathy, underwent a transforaminal lumbar interbody fusion (tlif) procedure or a posterior lumbar interbody fusion (plif). However, there was no evidence of fusion at 12 months. No evidence of trabecular bone formation extending from the end plates was seen. Vertebral body osteolysis and cage subsidence into the end plate were also observed. The pt was symptomatically improved compared with the preoperative status and the cage was not revised.

Manufacturer narrative:
(B)(4). Literature citation: mannion, et al. Promoting fusion in minimally invasive lumbar interbody stabilization with low-dose bone morphogenic protein-2 but what is the cost?. The spine journal 10. A review of the device history records cannot be performed without additional device info. Without return of the device for eval or review of the associated MRI, it is not possible to ascertain a cause for the reported event. (B)(4): pseudarthrosis.